Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor fails to baseline) was confirmed. Upon investigation the monitor was unable to perform a baseline or detect and treat tests. The cause for the failure was isolated to a shorted q701 component on the computer/analog pca board. The root cause of the shorted q701 capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete baseline.